Manufacturer narrative:
Device evaluated by MFR: the complaint device was returned for analysis. A visible rupture was noted near the distal end of the balloon. Both bonds were intact and no other defects were noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a graft in the moderately tortuous aorta (ao). A 27/7/2/65 equalizer¿ balloon catheter was utilized as touch-up balloon after deploying the stent graft. However, while injecting the contrast agent, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported and patient's status was good.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a graft in the moderately tortuous aorta (ao). A 27/7/2/65 equalizer¿ balloon catheter was utilized as touch-up balloon after deploying the stent graft. However, while injecting the contrast agent, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported and patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).